Manufacturer narrative:
Manufacturer investigation: the device serial number was not provided, therefore, a review of the manufacturing records was not able to be performed. Additionally, the product was not returned to the manufacturer for evaluation. Progav devices have a normal pressure range of 0 to 20 centimetres of water (cm h2o) and the shuntassistant has a fixed pressure from 15 cm h2o. During manufacturing, all parameters, including opening pressure, reflux, adjustability and brake function, are inspected to ensure that each device meets specification. The shunt system was inspected as article fv440-t. A visual examination of the complaint device was not able to be performed as no parts were received for analysis. Therefore, the complaint was not able to be confirmed. However, a known inherent risk of hydrocephalus therapy using implantable shunts is the buildup of protein deposits inhibiting the proper functionality of the valve. Without examination of the complaint device, the root cause cannot be determined.

Event description:
The complainant reported that the liquid storage capsule springs back well and the valve pressure was not able to be adjusted. The patient was resuscitated after several episodes of fainting. The shunt had been implanted for seven (7) years and pressure adjustments were performed according to the patient's condition. No further information has been made available.